Event description:
Co didn't discharge when defibrillator buttons were pushed. The synch button was depressed. Findings noted missing connector housing on hands-off cable; cable replaced. Pt had been in non-sustained ventricular tachycardia. Pt was controlled with lidocaine and rhythm problem resulved.